Manufacturer narrative:
The device history was reviewed and showed the device was manufactured according to the specification.

Event description:
At a post operative visit, the surgeon observed the cap nut loosened and required a revision surgery. The revision surgery was completed in early 2009. Patient outcome: there was no adverse event reported at the conclusion of the revision surgery.